Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pulse generator (pacemaker) exhibited premature battery depletion (pbd) behavior. The battery appeared to be depleting more quickly than expected. This device remains in service and replacement was recommended. No adverse patient effects were reported.

Manufacturer narrative:
Corrected field: e3 (occupation): the initial reporter is a health care professional, not a physician. The product has been received for analysis. This report would be updated should further information be provided from the analysis. The analysis results were added below. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device is not included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pulse generator (pacemaker) exhibited premature battery depletion behavior. The battery appeared to be depleting more quickly than expected. This device remained in service and replacement was recommended. Eventually, this device was explanted, replaced and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected field: e3 (occupation): the initial reporter is a health care professional, not a physician. The product has been received for analysis. This report would be updated should further information be provided from the analysis.

Event description:
It was reported that this pulse generator (pacemaker) exhibited premature battery depletion behavior. The battery appeared to be depleting more quickly than expected. This device remained in service and replacement was recommended. Eventually, this device was explanted, replaced and returned for analysis. No additional adverse patient effects were reported.